Event description:
During an in-clinic follow-up, episodes of oversensing which resulted in inappropriate automatic mode switch (ams) were detected on the atrial channel of the device. Competitive atrial pacing (cap) was also observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.